Event description:
It was reported that the that the 60-7610-001 slim push button smoke evacuation pencil 10 ft (3.0 m), device was being used on 11nov25 during an unknown procedure when it was reported ¿device ignited a small swab whilst using during surgery which resulted a small superficial burn around area being operated.¿. Further assessment was attempted but to date no further information is available. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised for procedures where visualization may be impaired, be alert of these potential hazards: the electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
It was reported that the that the 60-7610-001 slim push button smoke evacuation pencil 10 ft (3.0 m), device was being used on (B)(6) 2025 during an unknown procedure when it was reported "device ignited a small swab whilst using during surgery which resulted a small superficial burn around area being operated." Further assessment was attempted but to date no further information is available. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.